Event description:
A potential product issue has been identified with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. (Translated) during an auto sequenced treatment, the 550 txt table moved unexpected automatically. There was no interlock from the system. The treatment of the succeeding field started. Due to the attention of the therapist the treatment was cancelled immediately.

Manufacturer narrative:
Preliminary risk assessment indicates - severity: preliminary 3 (critical), reason: there has been no mistreatment or injury reported. The unexpected table movement may cause an injury of the pt or a mistreatment (dose to wrong location) if not detected by the therapist. Probability: preliminary c (remote). Reason: the user manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. However, it may happen that the users do not recognize small table movements and subsequently the dose may be delivered to wrong location. There have been similar incidents of user error reported but there was no case of an injury or serious mistreatment. No further action will be taken for this event.